Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.

Manufacturer narrative:
(UDI) is unknown; no additional information was received. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device was in good condition with no appearance of any physical damage. The event history log showed a motor rate error. An occlusion test was performed and the reported problem was duplicated; which was due to old, dirty, and worn out motor assembly, worm gear, leadscrew and clutch halves. The root cause was deemed to be normal wear, the pump was over 14 years old. Actions were taken to mitigate the reported issue: replaced motor assembly, worm gear, leadscrew and clutch halves; performed preventive maintenance (pm) and all functional tests passed.